Event description:
It was reported that tip broke off, during ankle procedure. The surgeon stopped the procedure but could not locate tip. She then broke sterile field 2 times and required the help of another surgeon. They changed to an open procedure to look for the device's "inner cutting tip". It was located and removed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed that the inner shaft tip cutting window is broken off. There is also the presence of abrasion marks on the inner shaft surface, and severe damage on the outer shaft window. Material analysis confirmed the correct material type. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this event is excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.